Event description:
(B)(4). When the coils were inserted, the device that inserts them malfunctioned and the coils broke apart inside me.

Event description:
(B)(4). Device provided by insurer. Started with pelvic pain, my periods stopped, pain during sex, chronic cramping, hair loss, chronic fatigue. Need to have surgery to remove my fallopian tubes to remove coils from my body completely.